Manufacturer narrative:
The unit had a button error alarm and had an intermittent bolus express button response due to moisture damage on the keypad traces. The unit had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker.

Event description:
The customer called to report a button error that he could not clear. The customer's blood glucose reading was 400 mg/dl. The customer changed the set and battery to no avail. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.